Event description:
Description of event according to initial reporter: "patient required an emergent tevar a couple years ago. Patient had been symptomatic they did a repeat scan of his implant on (B)(6) 2019 and discovered the graft had significant thrombus and stenosis distally. The decision was then made to repair with an open surgical procedure to explant the graft." Patient outcome: patient required open surgical repair of the graft to restore flow to aorta.